Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm maverick² was advanced to dilate the target lesion. The balloon was inflated but then it ruptured. The number of inflations and to what atms is unknown. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.